Event description:
Additional information obtained via follow up indicated that the leads were explanted and replaced, resolving the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer report number: 3006705815-2019-02979, reference manufacturer report number: 3006705815-2019-02980. It was reported that the patient was not receiving adequate stimulation. Follow up identified that the patient suffered a fall, and x-rays showed that both leads were fractured. Surgery may be pending to replace the system at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.